Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was not charging for the last six months prior to (B)(6) 2016 and they couldn't recharge using their recharging belt. The patient noted that they could recharge using their recharger antenna but they had to lay down in bed to do so. They added that a manufacturer representative reported that they couldn't recharge their ins because their recharger was not working right. However, it was reviewed that their recharger seemed to be functioning normally so the patient was sent adhesive discs to aid with charging. No symptoms were reported. Additional information was received from the patient. It was reported that the patient met with a manufacturer representative (rep) to troubleshoot the recharger on (B)(6) 2016. The rep wrote down that the recharger "icon of display charge of the charger does not work". After further troubleshooting over the phone, it was determined that the recharger display showed that the recharger was charging but the recharger ico (B)(6) n was not incrementing at all. The recharger battery icon just stayed flashing 1/4 even though the patient kept the recharger plugged into the wall outlet at all times. The connector seemed intact. No out of box failure was reported. No medical/therapy problems or symptoms were reported. The patient didn't really know when the issue began; it could have been six months prior to (B)(6) 2016 or longer. The recharger was replaced. Additional information was received from the patient. It was reported that the patient had no mobile charge, no charge on the left side, and no charge when lying on the left side. The patient saw a rep who changed positional charging using the stimulator to the patient's back. Although the patient still couldn't mobile charge, she could charge again on the left side temporarily. Two weeks ago the patient fully charged the unit then two days later the unit totally stopped working and the patient got "rod" message when she went to see what was the matter. The patient called and made an appointment to see the rep on the following monday. The rep temporarily fixed the unit but said that the patient had to call the manufacturer's patient services to get a new charging unit. The patient's previous call was at the first sign of problems and the patient couldn't make the patient services representative understand the problem. A rep wrote out what the problem was so when the patient talked to someone at the manufacturer they would understand. They did and sent the patient a new unit and all was well for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.